Event description:
Related manufacturer reference number: 2017865-2022-44054. It was reported that the patient presented for a lead explant procedure due to the pain at implanted device pocket site. The physician explanted the pacemaker and the left ventricular (lv) lead to resolve the issue. The patient was in stable condition.